Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the hospital with acute heart failure symptoms. Upon interrogation of the device, it was noted the device had been programmed to pace only in the left ventricle (i.e. The patient was not receiving biventricular pacing). The recorded electrogram (egm) revealed undersensing of atrial tachyarrhythmia's and there was oversensing of ventricular events on the atrial egm's. The sensitivity & blanking periods on the device were adjusted accordingly to minimize farfield oversensing on the atrial egm's & reduce the atrial undersensing. Upon further analysis of the patient's device, it was noted that the 'suggested settings' in the 'expert ease for heart failure management' feature matched the current settings of the device. It appeared that this feature had suggested the settings of left ventricular only pacing with an av delay of 80 ms. These settings had then resulted in the patient receiving only lv pacing ever since. This was most likely the cause of the patient's increasing heart failure symptoms & subsequent admission to the hospital. The device was reprogrammed to pace in both ventricles, with an increased av delay of 100 ms. The device remains implanted and the patient was to be monitored closely. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.